Event description:
Information was received from a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that the patient had a lumbar trial shot with minimal brain effects and excellent lower limb spasticity reduction. On the day of surgery the tip was placed at c1-c2 and the patient had horrible horrible brain alterations, specifically in frontal cortex <(>&<)> amygdala. The patient reported that they theorized it was absorbing baclofen differently somehow, but didn't have any proof. The doctors and neurosurgeons were at a loss as to what was going on. It was also reported that the patient had gave a 22 mcg bolus with their ptm that stopped an hours long panic attack in 20 minutes and returned logical thinking, but there was also rebound anx iety/withdrawal that developed around the 24-72 hour mark. The patient reported they were going to have to have the catheter placed lower. The patient's medical history included, as stated by the patient, ocd, asd, cp gmfcs ii, childhood abuse victim. No further information reported. Additional information was received on 2023-dec-13 from a patient and healthcare provider (hcp) who reported that the patient's symptoms started, per patient, in march 2022. The hcp clarified the reported brain alterations as mood changes including anxiety worse with higher intrathecal baclofen (itb) dose and flex dosing. The symptoms improved with decreased dose and resuming simple continuous programming. It was unclear if the cause of the brain alterations were determined. It may have been related to dosing and possibly catheter level (upper cervical). The dose and programming were changed and plan for lowering the catheter tip. The patient's symptoms were stabilized. The patient's weight was provided. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 21-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.